Event description:
Biorci interference screw broke at the distal tip during insertion. Surgery was acl reconstruction using bone-tendon-bone fixation. No patient injury or procedural complications were reported.